Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component had some loosening. He noted a well-fixed femoral component. The surgeon did not comment on the patella and it was not revised. The patient was implanted with attune tibial component revision and smartset cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018 (rt knee).